Event description:
The customer observed repeatable, higher than expected vitros tsh results from two different samples collected from the same patient, processed on a vitros 5600 system. Sample 1 yielded 6.85 miu/l and sample 2 yielded 5.09 miu/l, vs. A result of 0.01 miu/l obtained from a non-vitros system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside the laboratory; however, there was no allegation of inappropriate action taken resulting in patient harm as a result of this event. It is assumed that a corrected report was issued. (B)(4).

Manufacturer narrative:
Investigation of this event concluded the most likely assignable cause of the repeatable, higher than expected vitros tsh results is the presence of heterophilic antibodies in the patient samples. Treating the samples with heterophilic blocking tubes yielded lower results than the untreated samples, suggesting the presence of heterophilic antibodies in the patient's samples. The instrument was operating as intended. The device labeling, located in the other limitations section of the vitros tsh instructions for use states: "heterophilic antibodies in serum or plasma samples may cause interference in immunoassays. These antibodies may be present in blood samples from individuals regularly exposed to animals or who have been treated with animal serum products. Results which are inconsistent with clinical observations indicate the need for additional testing."